Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3225ans, UDI: (B)(4), serial: n/a, batch: 3608318. A patient had their system explanted due to ineffective therapy was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that teh patient was experiencing ineffective pain relief from their scs system. Surgical intervention was undertaken on 31jan2024 wherein the patient's scs system was removed.